Manufacturer narrative:
No patient results impacted by this event. Sample counts outside limits errors indicate that an rlu (relative light unit) value has been detected which is outside the luminometer's read capability. The introduction of air into the substrate fluidics system could cause lower than detectable rlus which generate sample counts outside limits errors. This failure mode is consistent with the loose fitting identified by the customer during guided troubleshooting. This malfunction may not always be detected by the system during normal operation and may have the potential to cause the analyzer to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. In conclusion, the loose substrate connector is the cause of this event. (B)(4).

Event description:
On (B)(6) 2016 the customer reported obtaining sample counts outside limit errors on the laboratory's access 2 immunoassay system, serial number (B)(4). To date, the customer has not reported obtaining any erroneous patient results. It was discovered during routine troubleshooting with beckman coulter (bec) customer technical support (cts) that a loose substrate fitting needed to be tightened on the analyzer's bulkhead. This failure mode could generate either false positive or false negative results. There has been no change to or impact to patient treatment in conjunction with this event. The customer did not provide any information regarding system performance indicators such as quality control (qc), calibrations or system checks. No information was provided regarding sample collection or processing information.